Event description:
It was reported that during an angioplasty procedure via ipsilateral femoral artery, the delivery sheath allegedly could not be withdrawn and force was used to withdraw the sheath from the body. It was further reported that surgical normal balloon dilation was done to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 018 dilatation catheter was received for evaluation. On visual analysis, residue was noted throughout the device. No other anomalies were noted. In the functional testing, an in-house guidewire was tried to insert form the distal end and proximal end of catheter, but it was unsuccessful due to strong resistance felt near to the proximal side. Further under microscopic observation, saline residues in the guidewire tip were noted. No further testing could not be performed. The functional testing of sample could not perform due to the strong resistance while inserting the in-house guidewire; therefore, the investigation is inconclusive for the reported difficult to remove issue. A definitive root cause for the reported balloon removal issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: h6(method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via ipsilateral femoral artery, the delivery sheath allegedly could not be withdrawn and force was used to withdraw the sheath from the body. There was no reported patient injury.